Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was red, bruised, irritated, painful and warm to the touch. The patient visited the doctor who prescribed an ointment (fucidine zuurcrème - 20mg) to be used 3 times a day for the first month and twice a day afterwards until its gone.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.